Event description:
It was reported that this right atrial (ra) lead became dislodged. The dislodgment was discovered via x-ray imaging. A repositioning procedure was completed the same day. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.